Event description:
The reporter stated that the surgeon was advancing a single piece silicone lens model aa4204vf in the injector and the lens tore. There was no pt contact or injury.

Manufacturer narrative:
Eval: results: (other) - a visual inspection of the returned product shows one plate haptic is torn off and missing. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for eval.